Manufacturer narrative:
Info anticipated, but unavailable at this time. Serial # = na.

Event description:
It was reported that the hand activation button didn't work or worked intermittently during a thyroid procedure. Had to use the foot pedal to complete the procedure. There was no pt consequence.